Event description:
It was reported that the "pump segment was already loaded to the collet at the pump segment to catheter segment connection" in the package. The catheter was not implanted. It was noted there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly found; catheter incomplete/returned in segments.

Manufacturer narrative:
Catheter: model#: 8780, lot#: 0205777018, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).